Event description:
The masimo root shows blood pressure readings that are significantly inaccurate during measurement. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. It passed all visual and functional tests and was found to provide nibp measurements that are accurate and within specification. The device was confirmed to be functioning as designed.